Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was this morning the patient unlocked their controller to charge up and when they unlocked the controller they got the message settings not available cannot provide your desired intensity settings. Patient noted they were feeling vibration/jolts in their leg so they locked the controller and plugged the controller into the ac power supply and got the same message. Patient reset the controller but that did not resolve the issue. During call patient noted they had a memory problem and the date and time were not there. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issues. They were going to attempt to contact their mdt representative. Patient called back and stated since last week, they are still having issues with zapping in their stimulation, and with how often they have to charge the implant. Patient stated when they get up in the morning to charge their implant, they used to only charge in the morning, but now they have to in the morning and evening. Patient stated that when they got up this morning, the implant was already completely depleted. Patient also stated they have had shocking and zapping. Agent reviewed these issues are linked to therapy not external equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports one of the connections in the ins was not connected properly causing a high impedance and programming had to be changed around high impedance. Rep reports reprogramming around the high impedance resolved these issues.